Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported cassette reservoir cracked and leaked before a vitrectomy procedure. The procedure was completed after the product was replaced. There was no patient contact with the device.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One used (sample 1) and one unused (sample 2) posterior cassettes with the attached drain bags were returned and visually inspected. Sample 1 - the cracked infusion chamber of the used cassette appeared that the damage was caused during handling, however, this cannot be confirmed. Balanced salt solution (bss) crystal was found in the defected cassette chamber. We checked for a weak weld between the infusion chamber and the infusion chamber was unable to separate indicating a good weld. Sample 2 / infusion chamber was separated easily and indicated a likely weld weld to the cassette pinch plate. This uneven distribution of energy during the weld can cause or contribute to the event. The most likely root cause of the customer's event is a weld error between the pinch plate and infusion chamber that caused or contributed to the customer's experience. The console contains self-checks to mitigate this type of issue from occurring. A vacuum and pressure leak test is performed by the console when the cassette is inserted onto the console prior to fluid flow. This complaint has been reviewed and it is determined that no further actions will be pursued at this time. Current tracking indicates no adverse trend for this lot for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).